Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pendant on the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. No additional information provided.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the gantry of the imaging system would not open when closed around the patient. It was reported that the gantry could be opened with the emergency override. Once removed from the surgical field, the door could be open and closed as intended. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.